Event description:
Event description boston scientific crm received information that this atrial lead was no longer pacing or sensing appropriately. During a pulse generator replacement procedure the lead impedence was measured greater than 3000 ohms.